Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. That the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 190 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did exit. Customer has the site in left side of her stomach. The customer is at work and can't remove the set or change out. Customer was advised there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. The customer was advised to change infusion set. The customer was offered to troubleshoot for high blood glucose but declined. Customer stated that will remove the set at home.